Event description:
Major pump unit(s) involved: device thrombosis;thrombus found/clotted outflow.specific component(s) involved: outflow graft malfunction/malposition;clotted.causative or contributing factor: no specific contributing cause identified;intervention(s): replacement of internal battery; replacement of external controller; replacement of internal controller; replacement of driveline; replacement of inflow graft; replacement of outflow graft; replacement of pump; replacement of tet sys;type: lvad.

Event description:
Major pump unit(s) involved: device thrombosis specific component(s) involved: outflow graft malfunction/malposition.